Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: estonia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were not stable, the reciprocating arm was worn, the hinge gasket was damaged, and the swivel was loose; however, the repair was not completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit made a weird noise and lacked power. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available. At product evaluation investigation it was determined that the motor speeds were not stable. No adverse events were reported as a result of this malfunction.